Manufacturer narrative:
The customer has ordered a replacement backup and external battery for repair. Repair is pending.

Event description:
The customer reported a vent inop condition due to post timer/24v failure; the backup and external batteries are depleted. The customer reported there was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a vent inop condition due to post timer/24v failure; the external battery would not run the device for more than 4 minutes. The customer reported there was no patient involvement.